Event description:
It was reported the patient's scs system was explanted. Follow up information revealed the reason for explant provided by the physician was the patient did not like the stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.